Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. On the same day as the onset, the patient was hospitalized for the peritonitis. The cause of the peritonitis was unknown. On the same day as event onset, the patient began treatment with intraperitoneal (ip) injection ciprofloxacin (500 milligrams (mg), once a day) and ip injection amikacin therapies (125 mg each bag intraperitoneally) for 14 days for peritonitis. Five days later, the patient had recovered from the peritonitis and fluid "got clear". The next day, the patient was discharged from the hospital. At the time of this report, pd therapy was ongoing. No additional information is available.